Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis zee floor system. During a procedure, the user reported a bodyguard detector side issue. The bodyguard did not detect a collision during movements and the detector came into contact with the patient. The patient suffered a minor injury to the nose. We are unaware of any medical treatment provided to the patient.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The bodyguard unit was exchanged and provided to the factory for investigation. Investigation showed that the collision protection on site worked as intended. The log file analysis (20148-03-02) illustrates several instances where the flat detector (fd) collision protection (cpd) was activated. Before each of those instances the system detected a possible collision, displayed a warning message to the user reading "collision with patient" and only slow movement was possible. Prior to each active cpd, i.e. Collision of the flat detector with an obstacle, the user initiated the movement of the system using the control modules. This clearly shows that the collision protection device worked at the time of the event. Furthermore, the operator manual states that it is the responsibility of the operator to ensure that unit movements are released only if it is certain that neither the operator, the patient, third parties nor other objects can be endangered by these movements. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.